Event description:
Journal reference: bonouvrie la, van schie pem, becher jg, van ouwerkerk wjr, vermeulen rj. Satisfaction with intrathecal baclofen treatment in paediatric patients with progressive neurological disease. Dev med child neurol. 2008;50(8): 636-638. We retrospectively studied the overall satisfaction of caregivers with itb treatment in a group of children and adolescents from our centre with progressive neurological disorders causing spasticity. For this purpose, we selected six patients from a total cohort of nine paediatric patients with itb treatment. We analyzed whether the treatment effects met the expectations of caregivers and how they would score the level of overall satisfaction. Reportable event: female patient with an implant duration of 1.4 years, was being treated for progressive neurodegenerative disease of unknown origin. She experienced temporary hypotension during the itb trial. She also had catheter migration, which required re-implantation. Starting dose of 100mcg/d and 202mcg/dl at fu.

Manufacturer narrative:
Results: other - catheter.